Event description:
This rv lead was implanted on (B)(6) 2005 and remains implanted at this time. A call was placed to technical services on 9/12/2017 stating that noted alert for low rv instrinsic amplitude. Patient ID dependant. No adverse patient effects were reported. The following physician was dr. (B)(6) of (B)(6) in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).